Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) due to an unknown product performance anomaly. A revision was performed and the s-ICD was explanted. No additional adverse patient effects were reported. The device was not returned for analysis.